Event description:
A zoll distributor returned electrode belt sn (B)(4) for an unrelated issue. During servicing, electrode belt sn (B)(4) was unable to perform incoming functionality. The last patient to use electrode belt sn (B)(4) passed away on (B)(6) 2014 at home. The device properly detected and alarmed for bradycardia and asystole. No treatment sequence was initiated for asystole or bradycardia, as these are considered non-treatable rhythms.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. . The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force, perhaps from the reported fall. No adverse event resulted from the damaged belt. Review of the patient's ECG strips and flag files does not indicate a device malfunction during use. There is no reason to suggest the device caused or contributed to the patient's death.